Event description:
It was reported that the patient presented for leadless pacemaker (lp) implant procedure. It was noted that the lp failed to be implanted due to an unspecified reason. No further information was provided.